Event description:
It was reported that during a surgical procedure at the user facility, a bur broke off in the attachment. The procedure was completed with the same device without a clinically significant delay; no adverse consequences, or medical intervention were reported. It was reported that there was no injury and no harm to patient or user.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that during a surgical procedure at the user facility, a bur broke off in the attachment. The procedure was completed with the same device without a clinically significant delay; no adverse consequences, or medical intervention were reported. It was reported that there was no injury and no harm to patient or user.

Manufacturer narrative:
This is a duplicate reporting of the event reported on asr ID (B)(4).